Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt mentioned they had "major issues with their spinal cord stimulator(scs)" including feeling therapy when the therapy was off; pt said issue started this year. Pt said they can "feel the vibrations inside their body" even when the scs was turned off. Pt had the scs off for the past 3 weeks and felt therapy still in their toes, left/right shoulder blade, middle of their spine, butt, back, on their spine, and between their shoulder blades. Pt said they knew their therapy was still on because their wife touched their back and "felt the vibrations." Pt said they got dialysis 3 times a week and noticed that they had itching when doing dialysis and felt the itching was related to their scs therapy. Pt said they just wanted the scs "out." Pt called hcp and hcp redirected to mdt. During the call, pt confirmed therapy was turned off on their controller. Ins charge was 30% and controller charge was 60%. Pt said "one of the leads may be leaking." The patient was redirected to their healthcare provider to further address the issue. An email was sent out to a rep and the rep indicated that they'd reach out to the patient.